Event description:
It was reported that the patient presented for an explant procedure. Prior to the procedure, it was noted that the right ventricular (rv) lead had dislodged and exhibited failure to capture. The rv lead was explanted and replaced. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
Correction: b5 and b6 were updated.

Event description:
It was reported that the patient presented for an explant procedure. Prior to the procedure, it was noted that the right ventricular (rv) lead had dislodged and exhibited failure to capture. The rv lead dislodgement was confirmed with x-ray. The rv lead was explanted and replaced. The patient was in stable condition throughout the procedure.